Event description:
I pulled a can of sam calibration gas from our stock to pm some sam (multi-gas anesthesia monitor) modules. When I tried to use it, I kept getting an o2 calibration error. I pulled another can from the anesthesia storage room and calibrated without problem. When I ran the new can of cal gas through the sam to simulate breaths, I found that it contained about 13% o2 instead of the 51% indicated on the label. I checked our purchase requisitions and determined, based upon expiration dates, the purchase order used and date of purchase. I called ge and informed them. I subsequently tested the gas with our in-shop equipment and confirmed the 13% oxygen content.